Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms and a blank display. Blood glucose level at the time of the incident was 6.7 mg/dl. During troubleshooting, the customer was able to get the display to return. The device was not replaced or returned for analysis.